Event description:
It was reported that the ilet pump¿s screen and back housing were separated, exposing internal components, the display showed as split in half, the touchscreen became unresponsive, and the wake-up button did not respond, while blood glucose levels were unaffected; the issue aligns with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the device housing and touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.